Event description:
The center reported that the patient experienced intermittencies and overly loud stimulation with his device. External equipment was exchanged; however, the problem was not resolved. Surgery to explant the device will be scheduled.